Event description:
Factory analysis of a returned power management pcb board revealed failed components on the board resulting in a 35v supply failure. The noted failure can result in a shutdown of the ventilator during use in normal ventilation mode. Upon loss of power, an audible alarm will activate and alternative ventilation should be provided.